Event description:
Oversensing with pacing inhibition was noted on rv lead during interrogation. No action has been taken due to the patient currently undergoing cancer treatment. If additional information becomes available, this event will be updated.